Manufacturer narrative:
The report # 1020379-2016-00033 is associated with (B)(4), polident daily care tablets.

Event description:
Accidental device ingestion [accidental device ingestion]. Voice changed [voice alteration]. Case description: this case was reported by a consumer via call center representative and described the occurrence of voice alteration in a (B)(6) year-old female patient who received double salt denture cleanser (polident daily care tablets) effervescent tablet (batch number 16a021rgc, expiry date 31st december 2018) for denture wearer. On (B)(6) 2016, the patient started polident daily care tablets. On (B)(6) 2016, an unknown time after starting polident daily care tablets, the patient experienced voice alteration and accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the voice alteration was not recovered/not resolved and the outcome of the accidental device ingestion was not reported. It was unknown if the reporter considered the voice alteration and accidental device ingestion to be related to polident daily care tablets.

Manufacturer narrative:
This report is associated with argus case (B)(4), polident daily care tablets. The complaint sample has not been returned for evaluation. Improper manufacture of the product lot is not substantiated. Product was packaged in approved graphics which alert consumer to proper use to prevent accidental ingestion of the product.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of voice alteration in a (B)(6) female patient who received double salt denture cleanser (polident daily care tablets) effervescent tablet (batch number (B)(4), expiry date 31st december 2018) for denture wearer. On (B)(6) 2016, the patient started polident daily care tablets. On (B)(6) 2016, an unknown time after starting polident daily care tablets, the patient experienced voice alteration and accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the voice alteration was not recovered/not resolved and the outcome of the accidental device ingestion was not reported. It was unknown if the reporter considered the voice alteration and accidental device ingestion to be related to polident daily care tablets. Follow-up information received on 28 november 2016: this case is associated with a product quality complaint. Upon investigation the complaint was found to be unsubstantiated.